Event description:
Dr reported that he was removing crown when complete implant came out.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was completed and found acceptable per release criteria.